Manufacturer narrative:
X-ray suggests one of the meniscal bearings is not within the tray per the observation of x-ray wires; however this cannot be definitively confirmed. Medical records were reviewed and from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/14/2016: medical records received. After review of the medical records for MDR reportability, the medical records indicate pain, swelling, noise, and fractured bearings. The poly portion of the patella was also replaced, but no product issues were identified with the patella.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address broken and worn meniscal bearings.